Manufacturer narrative:
One non-sterile aviator plus 0.014 4.5 mm x 20mm and 142 cm of length was received coiled inside a plastic bag, balloon shape does not present any anomalies and the balloon was fully deflated. Dry blood residues were noted in the balloon. An insertion/withdrawal test was performed using the recommended guide catheter by pd0051 (gc 6f, 0.071 ID) and no resistance/friction was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported withdrawal difficulty-snagged caught stent was not confirmed, the unit does not present any difficulties like reported thru this customer complaint. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors and/or vessel characteristics. No corrective or preventive actions will be taken since reported failure was not confirmed.

Event description:
The patient was admitted for carotid artery stenting. The target lesion was heavily calcified and mildly tortuous. The rate of stenosis was unknown. Approach was made from the brachial artery. A purcusurge protection guidewire and a launcher guiding catheter were used for the procedure. An unknown stent was implanted. An aviator plus balloon was chosen to post dilate the stent. There was no difficulty removing the device from the package or protective hoop. There was no difficulty experienced when removing the protective balloon covering and stylet. The device was inspected prior to use and no anomalies were noted. The device prepped normally. It is unknown if there was any difficulty advancing the balloon catheter to or across the target site. The balloon inflated normally; maximum pressure is not known. The balloon inflated and re-wrapped properly. After post-dilatation was conducted with aviator plus balloon catheter, the physician experienced some difficulty removing the balloon from the stent. The balloon was dilated several times. Although some friction/resistance was felt, the physician eventually managed to remove the balloon from the stent. The aviator plus was withdrawn from the patient without any patient injury and the procedure was completed. There was no adverse event and the patient was discharged in stable condition. The device will be returned for analysis.